Event description:
There was no causal relationship between the device and death. The device functioned properly. On (B)(6) 2025 the patient presented with fever. They were diagnosed with a urinary tract infection and treated with antibiotics. As inflammatory markers remained elevated, a whole-body computed tomography (CT) scan was performed, resulting in a diagnosis of acute cholecystitis, for which a percutaneous transhepatic gallbladder drainage (ptgbd) tube was inserted. Despite continued treatment for infection, the patient¿s respiratory status worsened on (B)(6) 2025, and they were transferred to the intensive care unit (ICU). They developed pneumonia, sepsis ((B)(6) 2025) and disseminated intravascular coagulation (dic) progressing to multiple organ failure and passed away on (B)(6) 2025. The cause of death was sepsis. The patient international normalized ratio was 2.84 on date of death. Although the death was triggered by an infection, no ventricular assist device (vad) driveline infection or vad alarms were observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues with heartmate ii left ventricular assist system, serial number (B)(6), were reported or identified through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized for a detailed examination of fever. The patient developed bradycardia, had cardiac arrest, and passed away. The blood pump was not removed, and the patient was cremated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.